Event description:
It was reported that a user experienced hyperglycemia while using the ilet following a breakfast meal and a supply change with a cartridge and infusion set, and the event involved no device alerts and subsequent reconnection to therapy, with cgm glucose decreasing from 197 mg/dl to 179 mg/dl during the call. Customer care provided support that included on-call troubleshooting and user education. Investigation of this case revealed that the event occurred in temporal association with a supply change immediately after a meal, and glucose values were stabilizing after reconnection. No symptoms associated to hyperglycemia reported. Outcomes included transient elevation of blood glucose without medical intervention or hospitalization. It was concluded that the cause of the hyperglycemia was unclear and related to use circumstances rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.